Event description:
A low reading issue was reported with the adc device. The customer obtained an unspecified low-sensor scan compared to another adc meter. The customer experienced a loss of consciousness, however, indicated no treatment was rendered. No further information was provided regarding this event. There was no report of death or permanent impairment associated with this event. Sensor readings of 4.7 mmol/l and 4.6 mmol/l were compared against adc meter readings of 18.9 mmol/l and 21.3 mmol/l, respectively, and the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. It is unknown when these readings were taken in relation to the reported event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h3(h3 - device evaluated by mfg?) And h6(h6 - adverse event problem) was incorrectly documented in the previous report. Correction has been made.

Event description:
A low reading issue was reported with the adc device. The customer obtained an unspecified low-sensor scan compared to another adc meter. The customer experienced a loss of consciousness, however, indicated no treatment was rendered. No further information was provided regarding this event. There was no report of death or permanent impairment associated with this event. Sensor readings of 4.7 mmol/l and 4.6 mmol/l were compared against adc meter readings of 18.9 mmol/l and 21.3 mmol/l, respectively, and the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. It is unknown when these readings were taken in relation to the reported event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.